Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the issue was related to the mobile application. It was reported that the operating system for the smart device was not a supported system, which is off label usage of the device. Data was evaluated and the allegation was confirmed. The root cause was determined to be a temporary communication error between device and transmitter. No injury or medical intervention was reported.